Event description:
It was reported that during move the catheter is broken. Balloon was empty so no consequences except insertion of a new catheter. The y-connector piece has split off the catheter shaft, that's correct; the catheter has detached from the funnel.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Based on the complaint description and from the image provided, it was a catheter broke between the funnel joint and the catheter shaft. However , no sample was returned for investigation; therefore, no physical assessment could be conducted. There was no actual sample returned for evaluation and further investigation it is difficult to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during move the catheter is broken. Balloon was empty so no consequences except insertion of a new catheter. The y-connector piece has split off the catheter shaft, that's correct; the catheter has detached from the funnel.